Manufacturer narrative:
(B)(4). Update 08jan16: decision tree reassessed complaint no longer reportable.the investigation has been completed; the product was returned to the chu for evaluation. Visual inspection could not confirm the reported complaint. Visual examination for lot number mi26621 revealed that the hexlobes on the driver¿s distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use.. MDR decision tree will be revised to reflect investigation. A supplemental medwatch report will be submitted reflecting investigation results. Two (2) expedium single innie quick-connect poly drivers [product code: 2797-12-400] were returned to the complaints handling unit (chu) for evaluation. Complaint is no visual examination for lot number mi26621 revealed that the hexlobes on the driver¿s distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip (lot# mi26621) becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the same surgery 2 screwdriver tips were broken/cut off while inserting the screw in the pedicle. The first screwdriver tip that broke off, was in l2. The patient had an intact virgin pedicle, no particular hard force was given. The other tip broke off while inserting a screw in ileum, they penetrated hard cortical bone, and a lot of force had to be provided to insert the screw. Then the tip broke off inside the recess of the screw. They removed the screw and replaced it with another in ileum. And in l2 they decided to cut off the polyaxial screwhead where the other tip was inside, and left the rest of the screw be in the pedicle.